Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited loss of sensing. The lead was repositioned several times, yet there was no sensing. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.